Manufacturer narrative:
Inspected two opened/used reservoirs and performed pre-fill reservoirs. The reservoirs passed per inspection no air bubbles were observed during analysis. Checked o-rings for defects and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that air bubbles were present in the reservoir during the filling process. Customer reported that she was unable to get the air bubbles out by manually pushing the plunger. Blood glucose level was 71 mg/dl at the time of the call. No further information was provided.